Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage was found inside the insulin pump. No blank display anomaly noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that the pump was exposed to moisture and possibly battery acid. Customer stated that is possible a leak from the battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.